Manufacturer narrative:
Reported event: an event regarding the alleged loosening of an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results:was not performed as the device was not returned. Medical records received and evaluation:- a medical review by a clinical consultant concluded. Procedure-related factors: cup malposition in absent anteversion. Patient-related factors: no info. Device-related factors: none as also supported by (B)(4) findings. Diagnosis: cup malposition contributed to impingement between iliopsoas tendon on the exposed anterior metal rim of the cup causing pain and representing quite likely the indication for revision. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the medical review by a clinical consultant concluded : "cup malposition contributed to impingement between iliopsoas tendon on the exposed anterior metal rim of the cup causing pain and representing quite likely the indication for revision." Device remains implanted.

Event description:
It was reported that this involved a revision for what was alleged to be a loose hip. However, it was reported that the stem wasn't loose. It was reported that the patient complained about pain. The insert was allegedly noticed to have some pitting and what looks like metal embedded in liner. The medical review completed 11/21/2016, determined that cup malposition contributed to impingement between the iliopsoas tendon on the exposed anterior metal rim of the cup causing pain and likely represented the indication for revision.